Event description:
It was reported that the lead exhibited high impedance and noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes session records from merlin.net was reviewed and on (B)(6) 2014 the lead exhibited noise.